Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were broken/bent right out of the box. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). Specific actions for the reported failure mode is being maintained and documented under maquet's failure investigation report (fir) system. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory on 10jul2020 and investigated on 20jul2020. Signs of clinical use and no evidence of blood was observed. A visual inspection was conducted. The heater wire was completely flexed away from the center and tip of hot jaw, but remained attached to base of the hot jaw. The silicone insulation was observed to be intact, no other visual defects were observed. Based on the returned condition of the device, the reported complaint was confirmed for the reported failure ¿material bent/twisted; wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were broken/bent right out of the box. A replacement device was used to complete the procedure. No patient involvement.